Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported by the surgeon during surgery that the device was not taking the depth of graft it was being set at.

Event description:
No additional information available.

Manufacturer narrative:
The reported event is for a reportable malfunction. No harm or serious injury was reported.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. -product review of the electric dermatome serial number (B)(6) by a zimmer biomet certified service repair technician on 06 may 2020 revealed that the motor and bearings needed to be replaced, and that the device needs to be recalibrated. -repair of the device was performed by a zimmer biomet certified service repair technician on 06 may 2020 year which included replacement of the motor, and bearings. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. -device is used for treatment. -a definitive root cause cannot be determined. The device being out of calibration by 0.0003 on the left at the zero setting and the motor running at a high rpm is not expected to cause inaccurate skin graft depths to be taken. -the event cannot be confirmed.